Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis evaluation found that one of the grips is bent, causing side to side misalignment of the grips. There is a .043¿ offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis evaluation also found that the surface of the distal pulley exhibited scratches. The distal end of the main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and are not axially aligned with the tube. It has been concluded that the damage to the instrument was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
On (B)(4) 2009, intuitive surgical, inc. (Isi) received (B)(4) from the FDA. The event details are provided below: during a robotic partial nephrectomy, the forceps bipolar precise wasn't working properly. The instrument was immediately removed from surgical and sequestered. There was not apparent patient harm.